Event description:
Home health nurse states patient needs a new pump, current pump malfunctioned with the infusion and gave a internal error message stating internal lithium battery failure. Was not able to get it to function with multiple trouble shooting attempts. Home health nurse infused via gravity without issues (no missed dose). Gammagard indication: nonfamilial hypogammaglobulinemia and selective deficiency of immunoglobulin g [igg] subclasses. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.